Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not ¿recognize the cartridge¿. The customer's blood glucose level was approximately 200 mg/dl. The customer loaded a new cartridge to address the issue.